Manufacturer narrative:
Evaluation summary: there was blood on the distal conductor of the lead and it was obstructed; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the physician was unable to advance the stylet far enough into the lead and questioned if there were possible lead integrity issues. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.